Event description:
Per received report: when the physician implanted the coil and planned to release it, but found it cannot be released. Then changed the detachment and tried again, but still failed. Then withdrew it and changed another one to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 5mm x 12cm cashmere 14 cerecyte microcoil could not be detached at the target site during treatment of a 6mm posterior communicating artery aneurysm. The coil was removed from the patient without any stretching or unintended detachment during withdrawal. The pre-deployment test had been prior to insertion. There was no resistance anywhere along the delivery path within the microcatheter and repositioning wasn't necessary once the coil was placed in the aneurysm. The detachment button was pressed approximately 4 times in attempt to detach the coil. The connecting cable and detachment control box were changed; however the coil still couldn't be detached. The procedure was successfully completed using another device without any patient injury. The device positioning unit (dpu) was received for analysis. With functional testing the dpu failed electrical testing. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint inside the resistive heating coil section. Based on the available procedural information, the circumstances of how this damage occurred cannot be determined. However, based on the report that the pre-deployment test was done, it appears that procedural factors/device handling may have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).